Manufacturer narrative:
Report date: 20aug2021 reporter phone number (B)(6). There was no patient involvement.

Event description:
The customer reported that the fan cover is broken. The customer reported that the unit was not in use on patient. The authorized service personnel (asp) was able to confirm the reported issue. The authorized service personnel (asp) tried reinstalling the fan cover and the problem was resolved. The equipment works normally and passed testing. The device turned to full functionally. No part was replaced.